Event description:
The customer reported the alarm does not sound. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During functionality testing, the speaker's sound was crisp and clear and not distorted or raspy, but it was quieter than a known good rad-97 for all volume levels. Internal inspection found the speaker was loose from the housing mounting point and the speaker frame was broken. The speaker was facing away from the housing speaker output slots which made it loose and the sound was present but faint. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the alarm does not sound. No consequences or impact to patient were reported.